Event description:
A vns consultant was at a treating neurologists office and it was reported that their (B)(4) handheld computer was freezing at the main menu screen. To proceed the physician has to perform a hard reset. The handheld has been returned for analysis but the software has not been returned.

Event description:
An analysis was performed on the returned handheld computer and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. As the software was not returned an analysis cannot be provided for that product.